Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm. Approximately 3 years later the patient was presented with a potential endoleak due to separation of the iliac limb from the afx main body. A reintervention is planned for a later date to treat the endoleak. As of the date of this report there have been no additional patient sequelae reported.

Event description:
A reintervention was completed to place an additional infrarenal cuff successfully resolving the leak. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
The root cause for the reported type iiia endoleak could not be determined with the limited information available. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6) 2018 and (B)(6) 2018, and an inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. A re-intervention was completed to place an additional infrarenal cuff successfully resolving the endoleak. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.